Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was high.

Manufacturer narrative:
Add'l info indicates that the insulin customer was using was cloudy. Reportedly, insulin was left in the car. No further occlusion alarms had occurred. No product returning for eval. Should new info become available, a supplemental form will be submitted.